Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The mcs instrument is associated with component changes to improve cable performance. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure the monopolar curved scissors (mcs) instrument broke and the or team observed a metal piece. A fragment fell inside the patient but was retrieved during the same procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the mcs instrument was inspected prior to use and nothing ordinary was observed. The instrument was in use for 15-30 minutes. At an unspecified time during the procedure, the customer noted that the instrument's jaws were not functionally normally. The instrument did not collide with any other instrument during the procedure. The instrument was not removed during the procedure, prior to the event. The surgical staff also did not feel any resistance upon removal of the instrument through the cannula. Additionally, the surgical staff did not notice any damage to the cannula after the event occurred. When the customer removed the mcs tip cover accessory from the mcs instrument, a wire on the instrument's wrist was found to be broken. The fragment was removed which was confirmed by a visual inspection. The procedure was robotically completed. No additional surgical procedures were performed. The patient did not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The fragment was disposed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.